Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with tah. It was reported that patient underwent mesh excision on (B)(6) 2011 due to erosion. It was reported that patient underwent posterior repair with xenform graft placement and vaginal cuff revision on (B)(6) 2012 due to vaginal discharge and odor due to erosion and urinary problems. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with revision of vaginal cuff incision and excision of granulation tissue.